Manufacturer narrative:
Batch review performed on 28 may 2024: lot 2338616: 40 items manufactured and released on 16-oct-2023. Expiration date: 2028-oct-04. No anomalies found related to the problem. To date, 33 items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 28 may 2024. Liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 ((B)(6)) lot 2314883: (B)(6) items manufactured and released on 19-sep-2023. Expiration date: 2028-aug-31. No anomalies found related to the problem. To date, 61 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting and instability due to a leg length discrepancy and the cause is unknown. About 2 months after the primary surgery, the surgeon revised the head and liner and the surgery was completed successfully.